Event description:
It was reported that the lead exhibited low sensing and high capture threshold while verifying the device. The lead was observed to be dislodged under a chest x-ray. The lead was successfully repositioned and the patient was stable before, during and after the procedure.